Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted insulation abrasion approximately 70-80 mm from the proximal connector. The insulation was abraded through to one of the high voltage lumens. There was also an area of melted metal on one of the high voltage cables under the abrasion site. There was a corresponding arc mark on the attempted device. The chronic device that was being explanted had evidence of wear marks which matched up with this electrodes abrasion site. Analysis determined that the insulation abrasion on this electrode is consistent with lead-on-can contact coupled with movement.

Manufacturer narrative:
This report is being filed to correct the manufacturer name and address information and manufacturer site facility name and contact information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant during a procedure for routine device replacement. The chronic s-ICD and electrode were disconnected after initial difficulty removing the lead from the device header. The electrode was then connected to the new device and automatic setup performed successfully. When performing defibrillation threshold (dft) testing, the initial 65j shock did not convert the patient and an external shock was delivered. Upon checking the device after the initial attempt, a low out-of-range shock impedance measurement of 1 ohm was noted and the programmed sensing vector showed smaller signals that previously observed. Additionally, the other sensing vectors could no longer be reviewed and impedance measurements could not be performed in manual setup. The physician elected to remove the chronic electrode and attempted device. An entirely new system was then implanted and dft testing successfully completed. No adverse patient effects were reported.